Event description:
It was reported by a canadian hosp that one unit of a custom kit was noted, upon receiving, to have a slash in the tyvek portion of the kit pouch, thereby compromising sterility. The kit was not used.